Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection has been performed for the returned sensor and no issues were observed. The sensor plug was properly seated, and no failure modes were observed upon visual inspection of the plug assembly. The applicator and sensor pack were requested for return but were not returned from the customer; therefore, adc is unable to further test the returned product. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If applicator and pack are returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported attempting to apply an abbott diabetes care (adc) device and being unsuccessful due to the inserter not firing, and as a result of being unable to monitor glucose levels. The customer experienced unspecified hypoglycemia symptoms and was unable to self-treat. The paramedics were called and upon arriving, a glucose injection was administered for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.